Manufacturer narrative:
Device evaluation cannot be carried out since the serial number and the site where the surgery was performed is unknown. In the report the patient alleged vision issues/side effects post refractive correction surgery. There was no allegation of a device problem.

Event description:
A voluntary report was submitted to the FDA through the FDA's medwatch program. Adverse effects from a lasik eye surgery performed in 2007 was reported. Per the report, the patient experienced a range of eye-related issues, including dry eyes, discomfort, glare, and visual disturbances. Approximately 10 years after undergoing surgery, her eyesight began to deteriorate significantly, leading to severe visual disturbances such as starbursts, halos, blurred vision, light sensitivity, a burning sensation in her eyes, and vision loss. After consulting multiple ophthalmologists, she was diagnosed with post-lasik ectasia, which involves a warped cornea in both eyes. As a result, she reported that she is legally blind, unable to work, and relies on disability support. Currently, she uses eye prosthetics with scleral lenses to aid her vision, but she still continues to deal with vision loss.